Event description:
The international customer reported that the unit failed with da pcba adc vent inop occurrences. The customer reported that the unit was not in use. The service tech replaced gas delivery system to address the reported problem. The unit is now back in service.